Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system oversensed the respiratory rate trend (rrt) signal on the patient's non-boston scientific right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. It was noted there was a spike in pacing impedances from 470 ohms to 1646 ohms. Boston scientific technical services (ts) recommended turning off the rrt sensor and continuing to monitor. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Additional information was received which indicated that the ICD system oversensed noise on the non-boston scientific ra lead. Boston scientific technical services (ts) noted the noise was not the rrt sensor, and it looks like conductor/leaf spring noise. Ts discussed they may need to replace the lead or device. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system oversensed the respiratory rate trend (rrt) signal on the patient's non-boston scientific right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. It was noted there was a spike in pacing impedances from 470 ohms to 1646 ohms. Boston scientific technical services (ts) recommended turning off the rrt sensor and continuing to monitor. This ICD system remains in service. No adverse patient effects were reported. Additional information was received which indicated that the ICD system oversensed noise on the non-boston scientific ra lead. Boston scientific technical services (ts) noted the noise is not rrt sensor, and it looks like conductor/leaf spring noise. Ts discussed they may need to replace the lead or device. This ICD system remains in service. No adverse patient effects were reported. Additional information was received which indicated a revision procedure was performed. The ICD and non-boston scientific ra lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery to replace the device and leads. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system oversensed the respiratory rate trend (rrt) signal on the patient's non-boston scientific right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. It was noted there was a spike in pacing impedances from 470 ohms to 1646 ohms. Boston scientific technical services (ts) recommended turning off the rrt sensor and continuing to monitor. This ICD system remains in service. No adverse patient effects were reported. Additional information was received which indicated that the ICD system oversensed noise on the non-boston scientific ra lead. Boston scientific technical services (ts) noted the noise is not rrt sensor, and it looks like conductor/leaf spring noise. Ts discussed they may need to replace the lead or device. This ICD system remains in service. No adverse patient effects were reported. Additional information was received which indicated a revision procedure was performed. The ICD and non-boston scientific ra lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code (B)(4) was used to capture the surgery to replace the device and leads. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition; please refer to the description for more information regarding the specific circumstances of this event.